Event description:
A report was received that the patient¿s incision site was not healing properly. The patient underwent an explant procedure due to infection. Location of infection was at the lead site. Antibiotics were prescribed. The physician did not know if the infection was caused by the device or procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.